Manufacturer narrative:
The reported issue was unconfirmed. The root cause was not able to be isolated as the reported issue was not able to be duplicated during evaluation. The device was evaluated and the reported issue was unconfirmed as the problem was not duplicated. The device was able to heat and cool the water appropriately. No repairs for the reported issue were made. The device underwent functional and safety checks and passed all applicable tests. The device history record and labeling review was not required as the reported event was unconfirmed and not a manufacturing or supplier related failure. Corrections: d, f, g, h. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device displayed the error messages 02 (low flow) and 113 (reduced water temperature control). It was impossible to cool the patient. Per follow up information received on 10dec2021, the device was sent to authorized service centrum and no impact to the patient. Per follow up information received on 10dec2021, the therapy was completed and the alarm was displayed at the end of therapy.

Event description:
It was reported that the arctic sun device displayed the error messages 02 (low flow) and 113 (reduced water temperature control). It was impossible to cool the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.